Event description:
It was reported when using the pyxis medstation es system drawer was 4w-med-sf failed, prevented the user from removing medications for a patient. The customer stated that an error: not detected on bus was showing on the station. The customer added this malfunction caused a delay in dispensing the medication to the patient. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been corrected/additional information: h6 and h11. A review of the complaint history for sn 14443805 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station with main drawer 1.1 and 1.2 not detected on communication bus. A field service engineer reseated all back drawer connections for drawer 1.1,1.2, and full height drawer 6 and rebooted the device to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station with main drawer 1.1 and 1.2 not detected on communication bus. A field service engineer reseated all back drawer connections for drawer 1.1,1.2, and full height drawer 6 and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer 4w-med-sf failed, prevented the user from removing medications for a patient. No other information was released regarding this event. There was no report of impact to the patient or user during this event.